Event description:
It was reported that the motor was working intermittently, drill bits are not rotating. It was reported there was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that the motor working intermittently. The likely cause of the failure is due to motor shaft cracked corrosion. It was also noted that depth test failed. It was also noted that housing was worn, front and rear bearings were worn, the shaft was worn and little ball bearing coil was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.